Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer reported that the threading on the pumper where the battery locks is cracked. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated up and down keys are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to an lcd unlocked keypad connector. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no failed battery test alarm was noted. The pump was received with broken battery tube threads and a cracked reservoir tube lip.